Event description:
The customer reported to beckman coulter (bec) that the coulter lh 780 hematology instrument was leaking diluted blood below the laser area. The volume of the leak was 20 ml and was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat, gloves and face shield. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and discovered a hole in the differential sample tubing of vl52 that goes to the flow cell. The tubing was replaced that fixed the leak and the unit is operational. Failure mode was a hole in the differential sample tubing. (B)(4).